Event description:
It was reported that the device would not power on and just showed bar across the display with a known good battery. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return for analysis and continues to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.